Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for breaks off during use pen & expired product on lot # 9309816. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Lot # 9309816 has a batch creation date of 01-13-2010 which is prior to the data base sap, input for pen needles between 2013- 2015. Therefore, a DHR cannot be performed. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that two pen ndl 31g 8mm experienced the cannula breaking off or pulling out and no label or missing label information or illegible. The product defects were noted during use. The following information was provided by the initial reporter: material no. 320881 batch no. 9309816. Verbatim: consumer reported found 2 pen needles that broke in his stomach/site. Denied reuse. Did not receive this box recently. He mentioned received in a support group/sample about 10 years ago. Paperwork in box said made for children. Consumer had a hard time reading the box. Lot #: 9309816, catalog#: 320881, date of event: unknown & in the past 6 months. Samples available sending mail kit for samples.